Event description:
The pt received more IV fluid than intended. The pt was to receive "half darrow's" solution at a rate of "30 drops per hr." After an unspecified length of time, the clinician noted the delivery was "46 drops overdelivery." After "1 hr" the infusion was stopped. The device was removed from clinical svc. The device was discarded. Therapy resumed using "a different product." There were no reported adverse pt effects. No medical intervention were required.